Manufacturer narrative:
Investigation results: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for volume inaccuracy with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported there was no vacuum while using bd vacutainer® boric acid sodium borate/formate c&'s urine tubes. There was no report of exposure, serious injury or medical intervention.